Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the biostop inserter was left behind in humerus.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "additional case in regards to (B)(4) to capture intra operative event for biostop left behind the humerus". The product was not returned to depuy synthes, however photos were provided for review. See attachment ((B)(4) (B)(4) source data). The x-ray investigation revealed the tip of biostop instruments holder 0 inside the distal portion of the humerus' patient. With the information provided is not possible to determine a root cause, however consideration must be given to all potential influences during the surgical process. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the biostop instruments holder 0 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
Additional information was received. The material, that was left behind? "Metal".

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.